Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result and point of care (poc) inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 2.0, 2.0, 1.5. Laboratory inr: 2.8. Poc inr: 2.8. Reportedly, the patient was seen in the clinic for complaints of nosebleeds. The time between testing was less than one hour. Reportedly, one finger stick was used for multiple tests and the sample was not applied immediately after the finger stick. Therapeutic range was not provided for the patient. There was no reported treatment administered. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation pending.